Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. There is no allegation or objective evidence indicating a serious injury, patient death, or other adverse event(s) occurred related to a fresenius product(s) or device(s). Additionally, there is no allegation that a fresenius product(s) or device(s) deficiency or malfunction caused or contributed to the patient¿s emergency and hospitalization.

Event description:
It was reported that this peritoneal dialysis (pd) patient on continuous cyclic pd (ccpd) therapy utilizing the liberty select cycler reported to fresenius technical services they experienced an emergency during a pd treatment requiring disconnect from the cycler and hospitalization. There was no specific allegation that this event was due to a deficiency or malfunction of any fresenius device(s) or product(s) in the initial reporting. Multiple attempts were made to acquire further details concerning this emergency and hospitalization; however, no additional information was obtained. In the intake, it was stated the patient experienced an emergency during a ccpd treatment on the liberty select cycler ¿a few nights¿ prior to the reporting of the event that required hospitalization. The reason for the technical services call was for information on how to remove the cassette when the previous treatment was not completed. The nature of the patient¿s emergency was not provided and there was no indication this event involved the performance of any fresenius product(s) or device(s).

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
It was reported that this peritoneal dialysis (pd) patient on continuous cyclic pd (ccpd) therapy utilizing the liberty select cycler reported to fresenius technical services they experienced an emergency during a pd treatment requiring disconnect from the cycler and hospitalization. There was no specific allegation that this event was due to a deficiency or malfunction of any fresenius device(s) or product(s) in the initial reporting. Multiple attempts were made to acquire further details concerning this emergency and hospitalization; however, no additional information was obtained. In the intake, it was stated the patient experienced an emergency during a ccpd treatment on the liberty select cycler "a few nights" prior to the reporting of the event that required hospitalization. The reason for the technical services call was for information on how to remove the cassette when the previous treatment was not completed. The nature of the patient¿s emergency was not provided and there was no indication this event involved the performance of any fresenius product(s) or device(s).